Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced a hyperglycemic event and was admitted to the hospital. Patient's sister reported that the patient experienced the event while using a continuous glucose monitor (cgm) provided by a clinic as a trial. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.